Event description:
Consumer reported after she had her injection in her stomach, the needle from the syringe stayed in when she was pulling it out. Consumer had needle removed surgically.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.